Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that they had a no delivery alarm. They were about to give a correction bolus when the alarm occurred. The customer¿s blood glucose level had been high so they had been correcting all day. When they changed the set out they found that the cannula was bent but it was not giving her no delivery alarms anymore. The customer¿s blood glucose level was unknown. The customer was advised that they could call anytime to troubleshoot. The product will not be returned for analysis.

Manufacturer narrative:
The initial report was created in error.

Manufacturer narrative:
(B)(4) was reported in error.